Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported failure. The fse removed the faulty scroll compressor and installed a new one. The iabp was cleared for clinical use and returned to the customer.

Event description:
It was reported that after powering on the cardiosave intra-aortic balloon pump (iabp), it alarmed power-up test fail code#14. There was no patient involvement or adverse event reported.

Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that after powering on the cardiosave intra-aortic balloon pump it alarmed power-up test fail code#14. There was no patient involvement or adverse event reported.